Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 20, 2020.

Manufacturer narrative:
This report is submitted on 21 may 2020.

Event description:
It was reported that the patient experienced infection at implant site and subsequently was treated with oral and IV antibiotics. The issue could not be resolved resulting in explant of the device on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device as of the date of this report.